Event description:
Healthcare professional reported a lap-band port "leak." The physician added 1.7 cc of saline to the existing 2.3 cc of saline for a total of 4 cc. The following fill adjustment, only 1.8 cc's of fluid was found in the band. The port was noted to be "cracked at the hub." The port was explanted and replaced. At the time the lead was reported , it was also reported that about five years ago the patient experienced a band slip. The band slippage was first noted when the patient experienced "pain in abdomen, hunger, and vomiting." The lap-band system was repositioned.

Manufacturer narrative:
Med watch sent to FDA on: (B)(6) 2013. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, pain and vomit are surgical/ physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labelling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of band slippage, pain and vomit as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/ or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/ or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."